Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was programmed to ddd mode at a rate of 30ppm as historically the patient had only been paced about 3% in the right ventricle (rv). However,the pacing percentage changed and showed 40%. Additionally, pacing impedance was greater than 2500 ohms and there was no sensing and no capture at maximum device outputs. A boston scientific technical services consultant expressed concern regarding the function of this right ventricular (rv) lead. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.